Event description:
Patient reported right side rupture (confirmed by physician). Healthcare professional reported tightness. The report of face flushing has been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Breast pain: unable to observe through visual inspection as it is a physiological phenomenon. Other - medical: unable to observe through visual inspection as it is a physiological phenomenon. Visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (wear abrasion) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture" confirmed via MRI, "tightness" and "face flushing" no device related. Later healthcare professional reported "breast pain". This record is for the right side. The device was explanted and replaced.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture" confirmed via MRI, "tightness" and "face flushing" no device related. This record is for the right side. The device remains implanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and visibility/palpability.